Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements and that there was a signal artifact monitor (sam) event. These triggered a lead safety switch (lss) and atrial tachy response (atr) events apparently due to myopotential oversensing. Technical services (ts) was contacted and recommended following up with the physician and possible reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.